Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pdm was swelling up and was hot to the touch. No further details to report.